Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the communication failure was isolated to a bent pins in the monitor's electrode belt cable receptacle. The root cause for the bent pins was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor had a damaged case.